Event description:
S/p bilateral mastectomies 8/1993 1994 - insection 550 cc mcghan textured saline implants. Jan 2002 - deflated left implant. 9-23-2003 pt underwent bilateral implant removal - right capsulectomy and placement of silicone gel implants, 550 cc by mentor.